Event description:
The reporter was told he had vocal cord paralysis. It is unknown when the patient learned about the vocal cord paralysis; the device had been implanted for almost two years. The reporter further stated he could no longer feel the device stimulate and his voice no longer changes when the device stimulates. The physician recently increased the output current, and the patient was still unable to feel the device stimulate. The physician told the patient that the device was properly functioning. It is possible that the patient may have become accustomed to the stimulation, and therefore, can no longer feel it for that reason. The physician has now recommended that x-rays be done to better assess the situation. It was further reported that the patient is experiencing sleep apnea. The patient feels that the surgeon may have implanted the device incorrectly. Follow up from the treating neurologist indicated that the sleep apnea could not be confirmed because the patient did not allow to be tested for sleep apnea. The vocal cord paralysis was likely caused by the vns implant surgery. The reported sleep apnea may have been exacerbated by the device stimulation. It is unknown if the device is currently stimulating (properly functioning) because the physician has not responded to the manufacturer's request for information. Report is incomplete because attempts to obtain additional information from physician has been unsuccessful to date.